Manufacturer narrative:
(B)(4). Batch: r5ay3g. Investigation summary: the analysis found that one psee60a device was returned with the anvil bent upwards and with one gst60d cartridge loaded in the device. The cartridge reload was received partially fired 1/2 and with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. Attempts have been made to retrieve the device. To date the device has not been returned. The batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the device do not open the jaws. Pressing the reverse button and it does not open. The safety lever was opened to open the stapler and it also did not open either. As a result, another stapler was used, it was fired at the tissue side as there was no option to open the first stapler. The procedure was delayed by ten minutes. There were no adverse consequences for the patient.